Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited a high out of range shock impedance value. The device started beeping as a result. An in-clinic evaluation of the patient will be done. The device remains in use. No adverse patient effects were reported.